Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the trocar made a rift in the aorta. Product has not been re-sterilized prior to this incident. Extension of surgery time by more than 30 minutes. No information if blood loss of more than 500cc occurred, or unanticipated or irreversible damage to vascular tissue. They changed from endoscopic to open surgery. Nothing fell into patient cavity, no reinforcement material.

Manufacturer narrative:
(B)(4).